Event description:
It was reported to tyco/kendall healthcare in 05/2003 that a customer had a problem with the av impulse system. Customer reports, "pt had surgery in 2003 and was placed on the av impulse system. The pt reported no problems while in the hospital. The pt called the hospital in 4/2003 to report nerve damage. In 5/2003 the pt had an emg done which indicated sensory nerve damage."